Event description:
It was reported that during an atrial fibrillation ablation procedure, prior to performing the transseptal puncture, a cardiac tamponade occurred. A boston scientific ablation catheter, a bard decapolar catheter and a sjm fast cath introducer were placed into the patient's heart and the transseptal needle was positioned onto the interatrial septum. At the tenting stage, after injecting contrast media, it was noted that the patient's heart had been perforated during a previous step in the procedure. The effusion was small, so treatment did not require surgery or drainage.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. The lot number of the device is unknown, so review of the device history records was not possible. Based on the information provided to st. Jude medical, the cause for the reported tamponade remains unknown. Date report submitted to FDA by manufacturer:(B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.